Event description:
During a posterior fusion at t4 to pelvis procedure, the sleeve wouldn't load the screw. The tip on the sleeve that engages the screw became bent when the surgeon was trying to establish bone purchase. A back up sleeve was pulled from a matrix mis set and used to complete the procedure. No adverse effect on patient. This report is 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device used for treatment, not diagnosis. The first thread on the distal end is broken off. The remaining threads appear to be undamaged. The tip cannot be inserted into a screw due to the damage. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The damage is consistent with that noted in complaint (B)(4) and the evaluation of that complaint noted the condition of the threads indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits. The breakage is due to this condition and CAPA 3909 has been opened on the matrix holding sleeves, part numbers 03.632.001 and 03.632.036, to address further issues. The condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. This condition is being addressed on CAPA (B)(4) and is valid based on the number of complaints received for this condition. Placeholder.